Event description:
It was reported that post a drug eluting stenting treatment procedure, where a taxus express2 stent was implanted, thrombosis and a myocardial infarction occurred.

Event description:
It was further reported that in (B)(6) of 2006, the patient presented with chest pain and shortness of breath. The patient was taken to the catheterization lab and it was found that the first obtuse marginal (om) off of the circumflex artery (cx) was 75-80% stenosed. Access was obtained via the right femoral artery and then the physician direct stented the lesion with a 2.5x12mm taxus express2 stent resulting in 0% residual stenosis and timi 3 flow. The patient was continued on antiplatelet drug therapy. In (B)(6) of 2006, the patient was scheduled for hernia repair surgery and stopped taking plavix 5 days prior to surgery; however, the patient began to have severe chest pain after taking viagra and was brought to the emergency room. An EKG was performed and showed evidence of a possible acute myocardial infarction. The patient was taken to the catheterization lab and acute stent thrombosis was found in the 2.5x12mm taxus express2 stent that was previously placed in the om. Thrombectomy was performed followed by balloon angioplasty with a 2.5x15mm maverick balloon which was inflated to 10atms for 30 seconds and 12atms for 30 seconds. A 2.5x16mm express stent was deployed in the lesion at 15atms for 30 seconds resulting in 0% residual stenosis. The procedure was successfully completed and the patient was continued on plavix and anticoagulation therapy. In (B)(6) of 2008, the patient presented with recurrent exertional shortness of breath associated with nausea and chest pain. The patient was brought to the catheterization lab and angiography showed a blockage in the previously placed 2.5x16mm express stent and the left anterior descending artery (lad) along with a decreased ejection fraction of 40-45%. Access was obtained via the right femoral artery. The physician performed angioplasty with a 3.5x15mm cutting balloon at 10atms for 60 seconds, 10atms for 50 seconds and 12atms for 60 seconds in the 99% in-stent restenosed om which resulted in 0% residual stenosis and timi 3 flow. The physician then direct-stented the 65-70% stenosed proximal portion of the mid lad with a 2.75x20mm taxus express2 stent at 16atms for 45 seconds, resulting in 0% residual stenosis and excellent antegrade flow. In (B)(6) of 2008, the patient presented with recurrent chest pain and shortness of breath. The patient was brought to the cardiac catheterization lab and angiography was performed. It was found that the patient had diffuse plaquing all over; however, the stents in the om branch off of the cx artery and lad were widely patent. The small diagonal branch off of the lad was found to be totally occluded; the patient was treated with aggressive medical therapy and cardiac rehab.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records could not be reviewed because the batch number is unknown. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.

Manufacturer narrative:
(B)(4).